Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The went into the patient's vasculature but did not come out and broke the suture. The dart was not retrieved. The patient's condition was reported as fine.